Event description:
Inbound. Pt states wasted multiple IV remodulin mixed 100 ml flow stop cassettes due to cadd legacy pump unresolvable no disposable alarms, has to change cassette to resume infusion. Cassette lot 4219993; expiration 11/06/2026. Has sufficient supplies and remodulin medication at this time. No further details provided.